Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump for non-malignant pain. The drug information was provided as follows: morphine .300mg, 11.153 mg/day, 27%, 2.351 mg 2.0 mg/ml. The patient reported they had parkinson¿s disease, which they have had since prior to pump implant, and reported their hands shake due to the parkinson¿s. The patient also reported they would experience major pain all the time, and stated ¿I¿m going to put a bullet in my head because I cannot take this pain. I can take 20 advil and doesn¿t work.¿ the patient reported the pain began prior to implant. It was reported a volume discrepancy occurred two weeks earlier ((B)(6) 2017). The patient reported that hardly any of the medication had to be replaced after 3 months, stating hardly any of the drug was used. The patient stated he would use his bolus every 3 hours and it would not work, and he would hardly get any relief. Additional information was received from the healthcare professional (hcp) via the manufacturing representative (rep). Regarding the patient's statement, "I'm going to put a bullet in my head because I cannot take this pain," the hcp's office stated the patient had a history of depression and other mental illnesses. It was reported the patient was seeing a therapist. In response to the question, "was the patient's comment that they wanted to 'put a bullet in their head because they cannot take this pain, considered suicidal ideation?" The rep reported that this had been the patient's mental state as long as the patient had been seeing the hcp. It was also reported there had never been any volume discrepancies noted; the patient's reservoir volume had been adjusted/updated due to the fact the patient had been unreliable about returning for refills on the set dates. There had not been any troubleshooting done regarding the volume discrepancies because there had not been any volume discrepancies noted, per the hcp's office. Similarly, there had not been any actions or interventions taken/scheduled to resolve the reported volume discrepancy and pain. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. The patient's weight at the time of the event was unknown. No further complications were reported/expected.